Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and decreased pacing impedance were observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. During the procedure, insulation damage was observed on the rv lead. The patient was in stable condition.